Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.1. Date: (B)(6) 2013, inratio: 3.5. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. Customer did not return products for investigation. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. Investigation did not uncover product deficiencies or non-conformances. No further escalation is required at this time. In total, (B)(4) discrepant complaints have been reported for the production lot yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold, no further action is required at this time. No corrective action required at this time as no product deficiency was established.